Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation.

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation not associated to a low vault. In a separate visit the lens rotation/repositioning was performed and then lens was exchanged with a replacement lens of longer length and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial and dry. Visual inspection found optic deformed and haptic deformed. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).